Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) was not working. The patient stated that the lead was dead. The leads will be taken out and a new device will be implanted later this month. No further information has been obtained despite good faith efforts. As of this time, this rv lead remains in service. No adverse patient effects were reported.